Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon performed a laparoscopic roux-en-y procedure on (B)(6) 2016 without any complications. The patient was released from the hospital the next day with a prescription of lepirudin. Three days later, the patient was admitted to the emergency room with a bowel obstruction. The patient was transferred to a different hospital where she we went into cardiac arrest and CPR was necessary to revive her. The bariatric surgeon reoperated on the patient and found that the jejunojejunostomy staple line must have bled creating a hematoma that was obstructing the bowel. The fluids backed up into the gastric remnant and perforated that staple line. As of (B)(6), the patient is in ICU. The post op diagnosis was that she was septic. There was unanticipated tissue loss and unanticipated extension for incision for more than one inch. There was blood loss of 500cc and surgical time was delayed by more than 30 minutes as the patient was reoperated on.